Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: in-stent restenosis requiring medical intervention. Device issue: none. Pms case. It was reported that the initial procedure was in 2006, to treat a patient presented with angina decubitus. The target lesion was 90% stenosed with calcification. After suctioning out the thrombus, the lesion was predilated and the 2.25 x 13 mm pixel stent was deployed. On approx three and a half months later, follow-up coronary angiography was performed at which time 90% in-stent restenosis was confirmed. After using a rotablator, the stenosis was pre-dilated and another company's device was deployed to complete the procedure. In 2007, the patient follow-up showed no problems. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. It was reported that the patient had thrombus prior to implanting the pixel stent. The instructions for use contraindicates the use of this product in patients who exhibit angiographic or clinical evidence of existing thrombosis. IFU lists restenosis of the stented segment as a known adverse effect of coronary stenting. This known patient effect is not necessarily an indication of a product issue, and no device issues/malfunction were reported during the procedure. A conclusive root cause cannot be determined, but the reported patient effect is a known adverse event of coronary stenting.